Event description:
It was reported that during the implant procedure, the patient experienced a drop in hemodynamic stability with rv lead positioning. Echo revealed pericardial effusion. The patient received pericardiocentesis, and the rv lead was repositioned.

Manufacturer narrative:
No medwatch form was received.